Event description:
Additional information was received that the patient was brought back to the hospital and the pocket was reopened. It was determined that the defibrillation distal setscrew was not engaged fully. The setscrew was tightened and the device and lead were tested and functioned normally. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected two out of range high shock impedance measurement on the right ventricular (rv) lead. There was no available information immediately available. A request for additional information has been sent.

Manufacturer narrative:
According to our records the device and leads remain in service. This investigation will be updated should further information be provided.